Manufacturer narrative:
A citadel plus bed frame inspection conducted by an arjo representative revealed that a hi-low actuator was detached from one side and the frame was damaged. The interviewed customer staff informed that this malfunction occurred at time of use the bed frame. Allegedly, the bed made a noise and a piece of the bed fell off. The bed did not work anymore. No injury occurred. The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg position. Based on the photographic evidence provided, the hi-low actuator was mechanically damaged, the plastic component which holds the actuator broke and the actuator detached from one side. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. This hypothesis is in line with the bed frame condition. The technician who inspected the bed frame assessed that the supporting frame was bent which caused the hi-low actuator broke. The actuator was found to be mechanically damaged and from that perspective, the device did not meet performance specifications. The device was in use. It was decided to report this case as the detected malfunction of the hi-low actuator results in the unexpected movement of the bed platform. No injury was claimed.

Manufacturer narrative:
The device inspection revealed that the hi-low actuator was mechanically damaged, the plastic component which holds the actuator broke and the actuator detached from one side. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
A citadel plus bed frame inspection conducted by an arjo representative revealed that a hi-low actuator was detached from one side and the frame was damaged. The interviewed customer staff informed that this malfunction occurred at time of use the bed frame. Allegedly, the bed made a noise and a piece of the bed fell off states the bed did not work anymore. No injury occurred.